Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was pt reported the location their first ins was placed, along their belt-line, made it difficult to keep the recharger in place when charging ins. Agent documented information. On (B)(6) 2023, information was received from a patient regarding an implantable neurostimulator. Patient reported they met with their representatives last wednesday and rep reviewed the ins will need replacement soon due to usage, setting and ins life expectancy. Patient stated rep suggested patient should have both ins replace at the same time and patient said no because they will need three incision when they do the replacement. Patient reported the first ins is on the right side belt line and is a problem charging the ins, its a pain to charge because the ins is right there on the buttocks and where the belt and pants line are. Patient stated the second ins is under the right side floating rib. Patient stated they will need to reposition the first ins from the belt line and place it on the left side floating rib. Patient stated they discussed the information with the rep. On (B)(6) 2023, the rep reported the battery on the left buttocks is standard placement. The rep met with the patient (pt) because they need the device replaced. Pt requested moving the battery to the same location (opposite side) of the second battery because the pt likes that position better. Pt is having to recharge more often for longer due to the device nearing eos. Connections/impedances were all within normal limits. The battery site looked normal.

Event description:
Additional information was received from the patient (pt) on 2023-06-30. The pt reported that they were too skinny and there were not many places to implant the ins. Pt reported that when they get their next battery replacement, it will be placed under their last ribs on the same side opposite of the other battery. Issue was not yet resolved. Pt said that due to battery reaching near depletion, it will likely be replaced soon.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.